Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot, serial number, and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast surgery with unknown size unknown gel implants and experienced breast implant rupture on her right side. The patient underwent bilateral replacement surgery with catalog number: shpb635; serial number: (B)(6) on the right side, and with catalog number: shpb635; serial number: (B)(6) on (B)(6) 2025.